Event description:
A hospital in (B)(6) reported that the gas inklet adaptor on an rd900aeu neopuff infant resuscitator appeared to have a crack. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint neopuff will not be returned to fisher & paykel healthcare for investigation. We have therefore requested additional information in order to assist in our root cause analysis of the reported fault. We are awaiting a response to our query. We will submit our findings in a follow-up report at the completion of our analysis.